Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. The customer also reported that the pump was dropped, and afterwards the blood sugar did not go below 150. The customer is giving more insulin. The customer also reported that sensors were not accurate in reporting the difference between sensor glucose and blood glucose values. The customer also reported the pump might be damaged. The customer reported a blood glucose value of 150 mg/dl. The customer was treated with manual injection. The event involved product(s) mmt-1884, mmt-342, mmt-432ag, and mmt-7040a. Troubleshooting was partially performed. The customer reported that the pump was dropped/bumped with no visible pump damage. Pump passed self-test, fill cannula, and displacement tests, but a tubing clamp was not available for the hp test." No further patient complications were reported. The customer will discontinue using the insulin pump. Mmt-1884 was requested, and the customer's response was that the device will be returned. No product return is required for mmt-342, mmt-432ag, and mmt-7040a.

Manufacturer narrative:
The pump passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at .08720 inches. Successfully downloaded the trace and history files using thump and carelink upload was successful. No under-delivery anomaly was noted during testing. The pump was cut open to perform a visual inspection. No evidence of physical or moisture damage was found on the electronic assembly (pcba 1 and pcba 2), motor, or force sensor. A p-cap locks into place inside the reservoir compartment properly. The following were noted during a physical inspection: scratched case, cracked select button keypad overlay, and pillowing keypad overlay. The pump passed all functional testing. Under-delivery and high bg anomalies are not confirmed. Cosmetic damage is confirmed. The pump history file lists 16 boluses on the event date, 5/29/2025. Please see below for the first 10 boluses listed on the event date, 5/29/2025: 05/29/2025 00:23:42.000 normalbolusdelivered (220) bolusprogrammingmethod: manualbolus (0) normalbolusamountprogrammed: 13000 (1.3 u) bolusamountdelivered: 13000 (1.3 u) 05/29/2025 00:37:41.000 normalbolusdelivered (220) bolusprogrammingmethod: manualbolus (0) normalbolusamountprogrammed: 30000 (3 u) bolusamountdelivered: 30000 (3 u) 05/29/2025 00:54:33.000 normalbolusdelivered (220) bolusprogrammingmethod: manualbolus (0) normalbolusamountprogrammed: 24000 (2.4 u) bolusamountdelivered: 24000 (2.4 u) 05/29/2025 02:00:53.000 normalbolusdelivered (220) bolusprogrammingmethod: manualbolus (0) normalbolusamountprogrammed: 44000 (4.4 u) bolusamountdelivered: 44000 (4.4 u) 05/29/2025 03:00:13.000 normalbolusdelivered (220) bolusprogrammingmethod: manualbolus (0) normalbolusamountprogrammed: 20000 (2 u) bolusamountdelivered: 20000 (2 u) 05/29/2025 05:17:05.000 normalbolusdelivered (220) bolusprogrammingmethod: manualbolus (0) normalbolusamountprogrammed: 30000 (3 u) bolusamountdelivered: 30000 (3 u) 05/29/2025 05:46:39.000 normalbolusdelivered (220) bolusprogrammingmethod: manualbolus (0) normalbolusamountprogrammed: 31000 (3.1 u) bolusamountdelivered: 31000 (3.1 u) 05/29/2025 08:44:39.000 normalbolusdelivered (220) bolusprogrammingmethod: manualbolus (0) normalbolusamountprogrammed: 25000 (2.5 u) bolusamountdelivered: 25000 (2.5 u) 05/29/2025 09:20:03.000 normalbolusdelivered (220) bolusprogrammingmethod: manualbolus (0) normalbolusamountprogrammed: 45000 (4.5 u) bolusamountdelivered: 45000 (4.5 u) 05/29/2025 10:16:51.000 normalbolusdelivered (220) bolusprogrammingmethod: manualbolus (0) normalbolusamountprogrammed: 54000 (5.4 u) bolusamountdelivered: 54000 (5.4 u) there were no auto suspend events on the event date, 5/29/2025. Please see below for the user suspend on the event date, 5/29/2025: 05/29/2025 11:10:23 insulindeliverystopped reasonfoinsulindeliverysuspension: usersuspended (2) 05/29/2025 13:26:03 insulindeliverystopped reasonfoinsulindeliverysuspension: usersuspended (2). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.